Event description:
Pt had diminished urine output 10 days after implantation of a left nephrostomy catheter. Radiologic report identified catheter had been withdrawn from its expected position and a small fragment was in the renal space. Attempts were made to percutaneously remove the fragment. The item was intentionally retained. Dates of use: (B)(6) 2011. Diagnosis or reason for use: hydronephrosis.